Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1100 mg/dl. The customer's current blood glucose is 130 mg/dl. Customer also reported that the insulin pump had under delivery alarm. The customer did not experience any symptoms related to high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.